Event description:
It was reported the device shut off three times while connected to a patient. The biomed tested the device and found no anomalies. The battery used with the device was not given to the biomed. Battery voltage at the time of issue is unknown. The device was returned for test and calibration. Biomed stated that there was ¿no adverse outcome¿ with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed functional testing. Analysis found the upper case, lower case, and ring cover are broken. (B)(4).